Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic operating console froze. Procedure details and patient impact were not reported. Additional information has been requested.

Manufacturer narrative:
Based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports will be scheduled under mfg report num. 2028159-2022-00578. The manufacturer internal reference number is: (B)(4).

Event description:
Additional corrected information received indicating the issue was with display/screen getting freeze is not a reportable malfunction, and this complaint does not meet regulatory reporting criteria.